Event description:
Customer reported waking up with high blood glucose. He tried to bolus and his insulin pump alarmed motor error. He cannot clear the errors because they keep recurring after he clears them. Customer's blood glucose is 339 mg/dl. He treated with manual injections. He stated the device has been hit a few times over the years, but not in the last six months. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No unexpected motor error alarm was noted. The insulin pump passed the displacement test, rewind and basic occlusion test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. Leaking motor oil was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corners, broken reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a stained end cap sticker.